Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-15788, related manufacturer reference number: 2017865-2023-15790 and related manufacturer reference number: 2017865-2023-15791. It was reported that the patient presented in the emergency department due to implantable cardioverter defibrillator (ICD) pocket infection and erosion. It was noted that the ICD was eroded and visible through the ICD pocket. Also, the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were discovered to have vegetation. The ICD system was explanted due to ICD pocket infection and erosion. The patient's condition was stable.